Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown and treatment for the event was not reported. It was not reported if dianeal and extraneal therapies were ongoing. The patient was not recovered from the peritonitis. No additional information is available.